Manufacturer narrative:
The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review. The root cause was determined to be a defective airtrap block assembly due to saline spillage likely due to leaking start-up kit (suk) tubing next to the air trap. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages to the console were observed. Event log data was downloaded and noted multiple mid: 09 (air trap assembly) error messages around the reported event date, thus confirming the reported issue. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
Approximately 5 days after the patient therapy started, the user observed leaking start-up kit (suk) tubing next to the air trap. The suk was replaced and re-primed, however, as a result of the suk leak, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. During the troubleshooting, the new suk tubing was checked for air bubbles, also, there was no visible liquid in the air trap holder, but mid:09 error persists. The ivtm therapy was discontinued and alternative therapy was used to finish the treatment. No consequences or impact to the patient.